Manufacturer narrative:
This event occurred on the (B)(6) on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in the initial report: d4 serial corresponds to device involved in the event, which is "compressor mini 230v".

Event description:
It was reported that the compressor's drainage valve was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported compressor on-site. The drainage valve was replaced to resolve the issue and sent back for further investigation. After the replacement, the compressor passed all functional and safety tests and was cleared for clinical use. The returned drainage valve has been tested in a compressor, then the compressor was connected to a ventilator. The compressor after that, was started and the ventilator was set on ventilation for 2 hours. It was not possible to reproduce any issue, as the valve of the drainage valve opened every 30 seconds and it blew out the condensed water to the drainage bottle. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. The conclusion is that the reported compressor has failed to meet its specifications during the reported event. However, the reported issue could not be reproduced at the manufacturer site. Therefore, it was not possible to confirm if the replaced drainage valve was faulty.

Event description:
Manufacturer's ref. #: (B)(4).